Event description:
While being prepped for tavr procedure administered .9% sodium chloride injection made by bd ref 306546, lot s134412. I immediately felt nauseous, became very hoarse and barely able to speak and experienced vision abnormality (ceiling rotating north to south), the symptoms wore off within 10-15 minutes and the procedure was a great success. On the same day while in recovery I was again injected with the same saline wash and experienced the exact same symptoms. I did feel more nauseous than the first time and the symptoms went away again in 10-15 minutes. I declined the injection the rest of my hospital stay. Both injections were from the same company. I actually have one of the unused medications still in its wrapper. I am reporting this because the exact same reactions occurred on 2 successive uses. Not life threatening and maybe only significant for me. I obtained an excellent result from the tavr procedure. Administered by doctor and nurse. Reference report: mw5172452.